Event description:
It was reported the pt was unable to increase the stimulation. Lead diagnostics performed showed invalid impedances on all contacts. Diagnostic imaging revealed a kink in the lumbar region. No further info was available at the time of this report.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.